Event description:
The customer reported experiencing a cartridge alarm 30, indicating a motor stall in their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was informed that their pump, which was under warranty, would be replaced with an updated model. They were advised to use a backup insulin pump to ensure consistent insulin delivery while waiting for the replacement. Customer technical support provided instructions for returning the faulty pump, preparing the new pump, and connecting their continuous glucose monitor (cgm) to the new device. The replacement pump was sent to the customer, who acknowledged all instructions.